Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #:(B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing an excruciating pain. The physician suspected that the lead migrated and was stimulating the nerve roots that caused the additional pain. It was believed that the pain was procedure related. The lead was pulled out and the patient was reportedly doing well.